Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned vision stent delivery system (sds) noted blood visible in the guide wire lumen, on the stent implant and on the dispenser coil, and contrast in the balloon and in the inflation lumen, consistent with preparation and use of the sds in the patient anatomy. The stent implant was returned dislodged from the balloon and located on the stylet, confirming the reported dislodgement. There was no damage noted to the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were three bends in the stylet. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The distal stent outer diameters were measured and met manufacturing criteria. However, the proximal and middle stent outer diameter dimensions were outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The inner diameter of the protective sheath was measured and met manufacturing criteria. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, the stent dislodged; however, this could not be confirmed. Additional handling likely contributed to the noted bends in the stylet. It was reported the sds was advanced to the lesion and the balloon inflated before it was noted the stent was missing. It should be noted the multi link vision coronary stent system instructions for use (IFU) states: prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, it does not appear that the failure to inspect the sds prior to use contributed to the stent dislodgement. A review of the lot history record database for the reported lot revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. Although, a conclusive cause for the reported complaint could not be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that when the 3.5 x 23 mm vision was inflated at the target lesion in the left anterior descending artery, it was noted that there was no stent. The stent was found on the stylet wire on the back table. There was no reported resistance when removing the protective sheath or stylet during unpacking. There was no clinically significant delay in procedure and no adverse patient effects. A new same size vision was used to successfully complete the procedure. No additional information was provided.